Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, neurological/intracranial sequelae (headache) is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The patient underwent successful stent-assisted coil embolization of an un-ruptured aneurysm located in the right middle cerebral artery (mca) bifurcation. Post-procedure the patient was assessed having a modified ranking scale (mrs) of 1. It was reported that on the day of the procedure the patient experienced migraine syndrome and medication (unknown type and dose) was administered. The migraine syndrome was resolved the next day without any residual effects. According to the physician the migraine syndrome was possibly related to the procedure and stent. However, it is unknown if the migraine syndrome was related to the implanted coils and access devices (subject devices). At the 2, 6 and 12 month follow-up, the patient was assessed having a mrs of 0. At 12 month follow-up, the patient was assessed having a national institute of health stroke scale (nihhs) of 0. No further information is available.

Manufacturer narrative:
This is the 6th of 6 reports filed associated with this event .subject device is not available.

Event description:
The patient underwent successful stent-assisted coil embolization of an un-ruptured aneurysm located in the right middle cerebral artery (mca) bifurcation. Post-procedure the patient was assessed having a modified ranking scale (mrs) of 1. It was reported that on the day of the procedure the patient experienced migraine syndrome and medication (unknown type and dose) was administered. The migraine syndrome was resolved the next day without any residual effects. According to the physician the migraine syndrome was possibly related to the procedure and stent. However, it is unknown if the migraine syndrome was related to the implanted coils and access devices (subject devices). At the 2, 6 and 12 month follow-up, the patient was assessed having a mrs of 0. At 12 month follow-up, the patient was assessed having a national institute of health stroke scale (nihhs) of 0. No further information is available.